Manufacturer narrative:
No misadministration was reported in this case. This issue is a known malfunction, and appears to be a display only problem. In previous reports, when the mlc settings have been physically examined, they have been correct. No misadministration has ever been attributed to this malfunction. The 'orange leaf' display at the 4d treat console, however, is intended to alert the user that there is some uncertainty about the mlc location and therefore, acts as a safety mechanism to help prevent misadministration. This safety mechanism has failed in this malfunction, which introduces the possibility for mistreatment should there actually be a problem with the mlc, but the operator chooses to ignore the indication due to prior false positive reports. No further follow-up to this MDR is expected.

Event description:
Customer stated that they noticed the treat workstation was not displaying the plan for the mlc properly. No patient injury reported, and no patient data provided.